Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l82262, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
It was reported that ¿something has been going on with the pump the last couple months¿. The reporter was not sure what was going on, but the patient had been sick and couldn¿t get the pain down. It was noted that, with the previous pump, the healthcare provider (hcp) increased the dosage a lot and it ¿almost killed¿ the patient. The patient was acting the same way. The patient had been sick for 2-3 days and the day of the report was the worst day. The patient was throwing up, almost like when she was overdosed before. At the time of the report, the patient was in the emergency room (ER) and had been for 6 hours. It was noted that there was always 12ml left over but there was only 3ml left over. The reporter believed that the ¿line¿ was the problem. The device system was used to deliver dilaudid. Please see manufacturer report #3007566237-2013-03847 for information pertaining to the previous overdose.